Event description:
A power source alert was reported by the caller, however, the customer's blood glucose level did not exceed 500 mg/dl. It was confirmed that the customer used the tandem charging cable and wall adapter when the alert occurred. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, which allowed the pump to begin charging. No further assistance was required.